Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with moisture in the battery compartment and a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2017 with the following findings: during investigation, the black box showed multiple pump reboots. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed 1/2 turn leading to a reboot. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The reported "power" complaint was duplicated due to moisture ingress. The battery cap was fastened and the pump was exercised for 24 hours with no further power interruption during investigation. The pump's cover was removed and there was no further moisture ingress found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.